Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during preventive maintenance, hamilton-c1 ventilator failed pressure sensor paw test. No patient involvement.